Event description:
It was reported that flow and rpm went to zero even though knob was turned to try and increase flow. The failure occurred during treatment. The emergency drive was used and the cardiohelp was exchanged. No harm to any person has been reported. Complaint number: (B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information becomes available. A getinge service technician will investigate the cardiohelp in question.

Manufacturer narrative:
New information received on 2022-07-12 that the patient expired. Further, it was confirmed by customer that the patient had other complications unrelated to ECMO and did not survive later. A getinge service technician (fst) was sent for investigation and repair on 2022-07-07. Repair and investigation by getinge technician still ongoing. The review of the non-conformities has been performed on 2022-07-11 for the period of 2016-03-07 to 2022-07-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. A follow up will be submitted when additional information becomes available.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
It was initially reported that the flow and rpm went to zero even though knob was turned to try and increase flow. The technician stated that most likely minimal harm occurred. It was confirmed the patient had other complications unrelated to ECMO and did not survive later. A getinge service technician (fst) was sent for investigation and repair on 2022-07-12. The fst could confirm the reported event according to the logfiles, but no malfunction of the cardiohelp. No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Different factors might be contributed to the reported event, but an exact root cause could not be determined for the reported failure. A medical review was performed by getinge medical affairs on 2022-08-10 and different factors are evaluated. ¿based on the description of the event by the customer, the evaluation of the log files and the technical examination of the cardiohelp, a malfunction of the cardiohelp system can be excluded. The service report describes that the cardiohelp does not show any malfunctions and that its functionality meets the factory requirements. The user describes an arterial bubble alarm and a subsequent pump stop. The speed of the pump could then no longer be increased. An intervention that was switched on explains this automatic behavior. According to log files, the arterial bubble intervention was turned off at 18:10:35 o´clock. This supports the assumption that the arterial bubble intervention was on at the time of the bubble alarm. If a bubble alarm is active in combination with a switched-on intervention (automatic pump stop), the rpm cannot be increased until the console is notified that there is no more bubble in the system by resetting the sensor. Turning off the arterial bubble intervention at 18:10:35 o´clock allowed the pump to be restarted as well. Subsequently, the user removed the hls set advanced module from the cardiohelp drive and inserted it into the emergency drive. This probably took place at 18:07:38 o'clock (see assumption above), since at this time the sensor cable was removed (see log files). Removing the sensor cable is a necessary step. To remove the hls set advanced module from the cardiohelp. From the log files the bubble intervention was deactivated at 18:10:35 o'clock. The pump tried to start but, because the disposable was not connected to the cardiohelp drive, the alarm ¿no disposable detected¿ changing to ¿pump disposable error-stop¿ alerted. When the disposable was reinserted into the cardiohelp drive, no flow can be achieved because the rpm must first be set to zero rpm manually. The display shows zero rpm as the actual value, but when the rotary knob is turned, a target speed is displayed that corresponds to the speed before the pump was stopped. Normally, the pump automatically starts pumping again at the previously set speed. However, since the disposable was not inserted and the disposable error occurred, the target speed is still present, but the actual speed cannot be increased from zero rpm. Accordingly, the target speed must be also set to zero and then the rpm must be set again. After doing this, the alarm ¿pump disposable error-stop¿ disappears. Based on the above explanations, cardiohelp cannot be considered to be involved in the event. According to the user, it is unclear whether the patient experienced any complications as a result of this event which is said to have been minimal from the user's point of view. The customer mentioned that the patient suffered from other complications not related to the ECMO and expired later in the course of the treatment. By using the emergency drive, the blood flow was maintained except for the short time of the change of the hls set advanced module from the cardiohelp drive to the emergency drive and vice versa.¿ based on the investigation results, the reported incident could not be linked to a device defect / failure. The customer will be informed about the results by the getinge sales and service unit.

Event description:
Complaintnumber:(B)(4).